Event description:
The customer's parents called initially to report air bubbles in the reservoir. The parents then mentioned that insulin leaked from the reservoir into the reservoir compartment a while back. It was not stated whether or not the leaks occured with the current box of reservoirs. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.